Manufacturer narrative:
No product will be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that there was a patient on va-ECMO and the staff was using foresight on the patient's calves (sto2 b1 and b2), and in the cathlab they were mid-60's. When patient got up to the cvicu and placed under baer hugger on high and the foresight eventually reapplied the readings were 20r and 39l with sqi 4bars legs hot and pulses dopplerable, while cerebral was upper 60's and svo2 lower 70's. Per the customer, this seemed odd so when the staff placed hand under covers it was really hot. Baer hugger was turned off and legs uncovered, cables uncovered. Once legs and cables cooled the data became r6 l74. No harm to patient. Device not returning.